Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was report that the cardiosave intra-aortic balloon pump showed an automatic filling error. Occurred while pump was started.

Event description:
It was report that after inserting the iab catheter in the patient while starting the cardiosave intra-aortic balloon pump showed an automatic filling error. There was no adverse consequences to the patient noted.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pneumatic module assy and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.